Event description:
The endorings device is intended to be attached to the distal end of the endoscope to facilitate endoscopic therapy, to be used for the following: keeping the suitable depth of endoscopic field of view. The user facility reported discovering severe diverticular disease and a very tight/narrow colon during use of the endorings device for a screening colonoscopy on a female patient ((B)(6)) with previous history of abdominal surgery. The endoscope was withdrawn and the endorings device was removed. The endoscope was then reinserted and a perforation was detected. The patient was hospitalized and treated laparoscopically, and is recovering.